Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl as well as low blood glucose level of 40 mg/dl. Customer was treated with insulin pump for high blood glucose level. Customer did not allege insulin pump for under delivering. Customer stated that the insulin pump had blank display. The customer was assisted with troubleshooting and the display did not return. Customer states the contacts on the battery cap are neither missing nor damaged. Customer state that the contacts on the battery cap are neither missing nor damaged. Customer declined troubleshoot for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was monitored and no unexpected powering off or blank display noted. (B)(4).